Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of far-field r-wave oversensing resulting in inappropriate mode switch were noted on the device. Technical support was contacted and device reprogramming is anticipated. The patient was stable with no consequences.